Manufacturer narrative:
The most likely cause for the discrepancy observed is due to the samples having a low viral load, either from a patient with a low titer or from lab cross-contamination. Note that samples near or below the limit of detection (lod) of the test may generate wavering results on repeat testing. The customer collects samples using the cobas pcr medic uniswap kit, which is an off-label kit for this assay. The investigation did not identify a product problem.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for influenza a. The same sample was retested using the cobas® influenza a/b & rsv assay generating a negative result for all targets. The same sample was retested using the cobas® sars-cov-2 & influenza a/b assay generating a positive result for influenza a and the cobas® influenza a/b & rsv assay generating all negative results. The influenza a positive result was released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.